Event description:
It was reported that the insulin pump had rewind anomaly. Customer's wife stated that the insulin pump is in rewind state. Advised the customer to rewind the insulin pump and used a blunt object. Advised to zero out basal if she does not want the piston move. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.